Event description:
It was reported the patient presented for initial procedure. During implant, the header on the implantable cardioverter defibrillator (ICD) would not secure the atrial lead and a small spring was observed in the header. The physician elected to complete the procedure with a different ICD. The patient was in stable condition.